Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A1. Patient identifier: (B)(6). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced access site hematoma that required hospitalization. After discharge on (B)(6), the patient returned to emergency room (ER) on (B)(6) with right groin bleeding unable to control pseudoaneurysm ruled out. The treatment was that pressure dressing was applied in ER, ultrasound was done and ruled out pseudoaneurysm. The patient was observed overnight and discharged the next day in good condition. The hospital admission was (B)(6) 2024 and the discharge date was (B)(6) 2024. The event was considered moderate and serious. The adverse event was expected/anticipated. It is reasonable to conclude the harm is not associated with the ablation catheter as this product does not come into direct contact with the vasculature tissue as it is manipulated to the target area via the sheath conduit. The identity of the sheath was not identified initially. However, on 05-mar-2025, additional information was received which indicated that the sheath used for vascular access was a vizigo sheath. Therefore, the awareness date for MDR reportability against the vizigo sheath is 05-mar-2025.